Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the screen cuts off, issues loading fluoroscopy, and the lateral arm is immobile on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.